Event description:
The customer reported that the v60 ventilator had a screen that was completely dark. There was no patient involvement when the issue occurred. No user impact and/or harm was reported. The customer reported that the screen became completely dark, and only the alarm led (light emitting diode) was lit, even after turning off the device. While at the me (mechanical engineering) room, it was reported that the ventilation would not start; however, it was reported that the device could be used in other rooms, and that the hospital's outlet may be the issue. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).